Event description:
Report from third party service provider: facility had a infant on the table and the dr. Was attempting to set a stent. The stent was almost in place when the system went into reboot mode. It took almost 30 minutes for system to recover. Dr. Was prepping the infant for surgery as the stent had not been properly placed and would have to be surgicaly removed since the system had not come back up within the 30-minute time frame. Facility placed a call to third party field engineer on site. The field engineer performed trouble shooting but issue not resolved as of 11/05/2002.